Manufacturer narrative:
Block h6: correcting hecc code from 2687 (foreign body in patient) to 4581 (appropriate clinical signs, symptoms, conditions term/code not available). After further review, it was determined that 4581 most accurately describes this event since no piece of the device was retained in the patient.

Manufacturer narrative:
Block b5: corrected event details from surgical intervention to additional intervention (snare). Block h6: corrected from 4624 (surgical intervention) to 4614 (serious injury/ illness/ impairment). After further review, it was determined that 4614 most accurately describes this event since no surgical intervention (4624) was performed.

Event description:
It was reported that during a coronary procedure post normalization and pre measurement, the manufacturer's' guide wire was accidentally jailed (trapped) behind the stent causing the distal end of the manufacturer's' guide wire to break off inside the coronary artery and could not be removed. The patient was taken to another hospital and successfully snared and retrieved the broken distal end of the manufacturer's' guide wire. The patient recovered well. This adverse event is being submitted because the patient required additional intervention. In addition, this product problem is being submitted because the manufacturer's' guide wire separated inside the patient.

Manufacturer narrative:
Internal reference: (B)(4). This complaint was reviewed and investigated according to the manufacturer¿s policy. No information available. No information available. Not applicable for this device. Not applicable for this device. The device was discarded by the facility, thus no returned product investigation was performed. Do not apply to this submission.

Event description:
It was reported that during a coronary procedure post normalization and pre measurement, the manufacturer's guide wire was accidentally jailed (trapped) behind the stent causing the distal end of the manufacturer's guide wire to break off inside the coronary artery and could not be removed. The patient was taken to another hospital for surgical intervention and successfully retrieved the broken distal end of the manufacturer's guide wire. The patient recovered well. This adverse event is being submitted because the patient required surgical intervention. In addition, this product problem is being submitted because the manufacturer's guide wire separated inside the patient.